Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A doctor reported via phone call that he wanted to check his patient's insulin pump. His patient was hospitalized with diabetic ketoacidosis for high blood glucose but did not know blood glucose levels. Doctor indicated that his patient's settings on an old insulin pump may have been incorrect and this is what led to hospitalization. Doctor indicated that his patient has a new pump but pump did not have correct settings. No further information was given.